Manufacturer narrative:
A ge representative evaluated the system and replaced the back plane. The system operates as intended.

Event description:
The customer reported the system displayed a generator error and would not fluoro. No pt injury was reported.